Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
The complainant reported that during startup of the automated impella controller (aic) in preparation for case support, the controller displayed a controller error (1354), followed approximately two minutes later by a controller failure alarm (1356). The device was restarted, after which the controller error reappeared, temporarily self-resolved, and then alarmed again. An impella catheter was never connected to this console for patient support. A backup controller was used for the case, and no patient involvement occurred with the affected aic. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.